Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that it was returned with the stent dislodged from the stent delivery system (sds) and resting on the lumen 2mm proximal to the distal edge of the proximal markerband. Strut rows at the distal end of the stent were raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged from the balloon. A 2.25x20mm promus element monorail stent delivery system was selected. During preparation, as the physician attempted to introduce the guide wire into the stent catheter, the stent came off the balloon distally, but remained on the device. The device was not introduced into the patient. The procedure was completed with 2 drug eluting stents. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged from the balloon. A 2.25x20mm promus element monorail stent delivery system was selected. During preparation, as the physician attempted to introduce the guide wire into the stent catheter, the stent came off the balloon distally, but remained on the device. The device was not introduced into the patient. The procedure was completed with 2 drug eluting stents. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.